Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the endeavor resolute rx coronary drug-eluting stent. Survey results from a cardiothoracic surgeon in practice 17 years. In the past 12 months, the physician has used the endeavor resolute stent 50 times. 5 of the smallest (2.25 x 8 mm), 35 intermediate (2.25 x 12 mmto 4.00 x 34 mm) and 10 of the largest sizes (4.00 x 38 mm) of these stents were used. The following device complaints were encountered when using the endeavor resolute product over the last 12 months: deployment difficulties were encountered in 5 cases, all of which resulted in no clinical/patient impact. Positioning difficulties were encountered in 10 cases, all of which resulted in no clinical/patient impact. Incomplete stent expansion occurred on 5 occasions, 4 of which had no clinical/patient impact and the remaining one had no impact on the procedure. It was also reported that the device did not perform as expected in terms of dilation of the target lesion in 5 cases. It was stated that full unfolding was not possible with recoiling occurring. No patient injury reported.

Manufacturer narrative:
Additional information the physician in this case consented to participate in the survey but did not consent to be contacted regarding the information provided and wished to remain anonymous, therefore information for facility and city cannot be provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.